Event description:
PICC line post midline attempt cephalic vein scanned via ultrasound 8cm, 20 g midline to occupy less than 50% vessel diameter. Upon insertion, felt needle "pop" through vessel wall and needle tip visualized inside the vein. Wire advanced and engaged on device. Catheter advanced. Unable to advance catheter fully, insertion device locked. Unable to advance or more catheter. Blood return noted into flash chamber of device and pink handle end of device. Unable to remove from pt's arm. Tourniquet left intact. Intensivist at bedside to assist and remove device. On inspection of device, catheter and wire noted to be sheared. Catheter measures 4mc in length. Device disassembled and flexible tip of guidewire not intact. Surgical intervention on (B)(6) 2014, foreign body removed without complication. Dates of use: (B)(6) 2014 - (B)(6)2014. Diagnosis or reason for use: PICC line insertion.